Event description:
It was reported that patient presents patellofemoral pain. Low patellar tilt and lateralization of patella. A procedure was performed to treat the adverse event.

Event description:
It was reported that several patients present patellofemoral pain. Low patellar tilt and lateralization of patella. Patellar maltracking. Revision surgery was performed on september 16th. The patella was resurfaced and no component was removed.